Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event and subsequently expired, which was allegedly caused by the product that was administered to the pt for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.